Manufacturer narrative:
Concomitant medical products: mc1vr01us ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a device pocket infection approximately two months post-implant. Drainage was observed from the pocket. A leadless pacemaker remains in use for pacing. No further patient complications have been reported as a result of this event.